Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The event was reported by the patient´s endocrinologist, who stated that the patient experienced a nocturnal hypoglycemic event. On the night of (B)(6) 2026, the cgm reading was approximately 50 mg/dl, and the patient was given gummies. After the treatment the patient experienced a seizure. The patient was treated with intranasal glucagon. When a fingerstick was taken after treatment, the blood glucose reading was 56 mg/dl. It was unknown what the cgm reading was at that time. The patient was brought to the hospital, but no further information was reported regarding this. It was unknown how much time the patient spent at the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.